Event description:
It was reported that the patient experienced pericardial effusion (pe) and cardiac perforation. The procedure was aborted. A pulsed field ablation (pfa) procedure and left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging was performed, and a pre-existing pe was not noted. Venous access was obtained and the pfa procedure was performed first. Intracardiac echocardiogram (ice) was used for imaging. Subsequently during the laa procedure, the faradrive steerable sheath was removed, and a watchman trusteer access system (was) was advanced with a 27mm watchman flx pro closure device and delivery system (wd) and positioned at the laa then subsequently deployed partially. The wd did not meet release criteria, so it was recaptured and removed. A 35mm wd was selected, inserted, and deployed. The patient started to exhibit hypotension, and a pe surrounding the laa was noted on ice. The wd was removed and a pericardiocentesis was performed with 400ml of dull colored fluid removed. A blood transfusion was administered. A pericardial drain was placed. The procedure was aborted. The patient was stable and sent to the intensive care unit (ICU) for observation. The patient was then discharged. The physician believes when the watchman was being inserted in, it might have caused a small tear in the appendage. The faradrive sheath is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.